Event description:
It was reported that during a hamstring autograft reconstruction, the pump started to pump fluid excessively. Approximately 1.5 - 2 liters of fluid had entered the patient and the thigh became noticeably swollen. The pressure on the pump was still reading 34-35. The surgery was immediately stopped and the patient was taken to the post-op recovery area to check vascular pressures for several hours. No compartment syndrome was noted. The patient was taken back to the operating room and the surgery was successfully completed. The patient was admitted overnight for monitoring and evaluation.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Devices expected buy not yet received.